Event description:
Anaphylactic reaction [anaphylactic reaction], allergic reaction [hypersensitivity], lips swollen [lip swelling], was scratching them off-lips [lips disorder]. Case description: an adult female consumer reported that she used fixodent denture adhesive, version unknown on unspecified date, and was hospitalized due to an anaphylactic reaction to the adhesive. She stated she was really sick, and received intravenous steroids in the hospital. The case outcome was unknown. Product use was discontinued. The consumer reported she is allergic to adhesive, and inquired if there are any products without adhesive that will keep her dentures in place. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter.